Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. Initial reporter ¿ the article was written by kjeld soballe, bjorn thorup and inger mechlenburg.

Event description:
Information was received based on review of a journal article titled, ¿total hip replacement in the congenitally dislocated hip using the paavilainen technique¿ which aimed to examine the radiographic and clinical results following total hip arthroplasty with the paavilainen technique performed over a 10-year period using cementless mallory-head acetabular components and arcom tibial bearing components manufactured by biomet; and to investigate diagnoses post-operatively. One patient was identified in the article that underwent hip arthroplasty on an unknown date. Patient follow-up results provided indicate that the patient required open reduction three months post-operatively for pain and chronic dislocation. It was also noted that the patient experienced shortening of the leg. There has been no further information provided and the patient outcome is unknown.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Concomitant medical products - unknown femoral head, unknown depuy femoral stem, unknown mallory head acetabular cup, unknown arcom acetabular liner, all catalog#'s: ni all lot's#: ni.

Event description:
One patient was identified in the article that underwent an open reduction procedure three months post-operatively for pain and chronic hip dislocation. It was also noted that the patient experienced shortening of the leg. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.

Event description:
It was reported in the journal article that 3 patients experienced hip dislocations. One patient underwent a closed reduction procedure two days post-implantation. One patient experienced the dislocation due to malposition of the cup, and underwent an open reduction and repositioning of the cup two days post-implantation. One patient underwent an open reduction procedure approximately three months following the dislocation, and reported experiencing pain. No additional patient consequences were reported.

Manufacturer narrative:
This follow up report is being filed to relay corrected and additional information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends